Event description:
It was reported that retraction of the pta balloon was difficult through the 7f sheath. The balloon partially detached from the catheter; however, the balloon was still connected to the catheter via the polyimide. The catheter and sheath were removed as a single unit without further incident. There was no patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for evaluation to date. The investigation is currently underway.